Manufacturer narrative:
Block h6: imdrf device code a041001captures the reportable event of balloon pinhole in the esophagus.

Event description:
Note: this report pertains to one of two devices that were used in the same patient and procedure. It was reported to boston scientific corporation that a cre pro dilatation balloon was used in the esophagus during an esophageal dilation (egd) procedure performed on (B)(6) 2025. During the procedure, the balloon would not inflate. The device was removed from the patient, and it was noted that balloon has a pinhole that causes a leak. Another cre pro dilatation balloon was used but encountered the same problem. The procedure was completed with a third cre pro dilatation balloon. There were no patient complications reported as a result of this event.

Event description:
Note: this report pertains to one of two devices that were used in the same patient and procedure. It was reported to boston scientific corporation that a cre pro dilatation balloon was used in the esophagus during an esophageal dilation (egd) procedure performed on (B)(6) 2025. During the procedure, the balloon would not inflate. The device was removed from the patient, and it was noted that balloon has a pinhole that causes a leak. Another cre pro dilatation balloon was used but encountered the same problem. The procedure was completed with a third cre pro dilatation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a041001captures the reportable event of balloon pinhole in the esophagus. Block h11: investigation results: the returned cre pro wireguided dilatation balloon was analyzed and a visual inspection found no physical damage. A functional evaluation found the balloon inflated without problems but was not able to hold pressure due to a pinhole in the balloon. Microscopic evaluation found the balloon had a pinhole located approximately 80 mm from the tip of the device. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of balloon pinhole was confirmed. The returned device was inflated without problems; however, it was not able to hold pressure due to a pinhole located approximately 80 mm from the tip of the device. It is possible that the pinhole found on the balloon occurred due to procedural factors such as excess pressure or interaction with other devices, or anatomical factors. Also, it is possible that interaction with a sharp surface during or previous to the procedure could have caused the pinhole. Therefore, the most probable root cause is adverse event related to procedure.